Event description:
Device returned for in-house upgrade. During evaluation of the unit, it was found that the device was unable to go into manual mode. There was no pt involvement in the reported malfunction.